Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: analysis was not able to replicate the customer experience however it was discovered that this unit had a memory issue and the memory board was therefore replaced. Analysis also found that the keyboard latch was broken, the programmer failed its common mode/wrist electrode test due to the electrocardiogram connector on the link electronic module board being loose, the system fan was noisy and the printer button was worn.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while the programmer interrogates certain devices, the interrogation begins and then goes right back to the select model screen. Technical support (ts) had the caller swap out the radio frequency (rf head) and cycle power and try again, but the issue remained. The programmer will be returned for repair. There was no patient involvement.

Event description:
It was further reported that the programmer was returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.